Event description:
The customer was hospitalized for high bgs and dka. The customer had arms numb, pain, and high potassium levels. Troubleshooting was performed. The programming, insulin concentration, and bolus history were accurate. In addition, a lead screw test was completed and passed. Few days later, the customer called back to perform the high-pressure test and tested ok. The customer stated that their bgs have been fine for the last two days.